Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller stated that her blood glucose dropped to 48mg/dl in the morning, but the glucose reading at time of call was 77 mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer mentioned having a broken belt clip slot. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A scratched display window was also noted.